Event description:
Patient presented to the physician with ongoing pain from therapy, along with numbness and tingling on the right side of the face and neck, and marginal weakness of the right side of the lip. Due to the ongoing issues, the patient elected system removal. Physician brought the patient into the or and removed the entire inspire system.